Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, the lead could not be inserted into the pacemaker's header. The device was explanted and replaced. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported field event of unable to insert the atrial lead in the connector port was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.